Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the lead exhibited an increase in pacing threshold from 0.5 v, 0.5 ms to 3.0 v, 0.5 ms. The patient had a pre-existing pocket infection.